Event description:
Customer reported s. Aureus isolates oxacillin (ox) mic discrepancy. The hospital obtained oxacillin-susceptible results on the pos combo 29 panel and oxacillin-resistant results when tested against another test method also performed for the clinical isolate. It is not known if the results were reported to the physician or if treatment was delayed or withheld. There are no reports of adverse heath consequences associated with the discrepant result.

Manufacturer narrative:
Routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: another test performed by the lab gave different results. Conclusions: product is within performance claims. The cause of the oxacillin susceptible results is unk.